Event description:
The customer reported the lncs sensor provided inaccurate spo2 reading. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacturing narrative: the returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing.  During simulation testing, the sensor passed manual and preset conditions and provided accurate measurements. The sensor was determined to be functioning as designed.  , other, other text: initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: h1b 5w6, corrected data: g2 manufacturing site address updated from masimo - 52 discovery, 52 discovery, irvine, ca, 92618, us, fax:+1(949)297-7001, phone: +1(949)297-7000 to masimo - mexicali, industrial vallera de mexicali calzada del oro, no.2001, mexicali, baja california, 21600, mx.

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. (B)(6).

Event description:
The customer reported the lncs sensor provided inaccurate spo2 reading. No patient impact or consequences were reported.